Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide with a 8fr sheath after an unspecified procedure. Reportedly, the needles were returned without the suture. A second device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Inspection of the returned device indicated that both cuffs captured the needles. The rail suture end attached to returned plunger assembly was cut. This is indicative of successful needle deployment and suture retrieval as intended. Therefore, the reported suture retrieval issue could not be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.